Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve (serial: (B)(6)) was chosen for implantation utilizing a small flexnav delivery system. The patient presented with sinus rhythm. No history of diabetes or heart failure. Calcification extended beneath the aortic annular plane in the interventricular septum during the procedure, the patient had transient wenckebach wave (second degree atrioventricular block) which returned to normal sinus rhythm. The valve was implanted at a depth of non-coronary cusp (ncc): 3mm, left coronary cusp (lcc):5mm. At an unknown time post procedure, complete atrio-ventricular block (cavb) occurred. On (B)(6) 2024, a non-abbott pacemaker was implanted. The patient was reported to be discharged.

Event description:
It was reported that on 07 march 2024, a 25mm navitor valve (serial: (B)(6) was chosen for implantation utilizing a small flexnav delivery system. The patient presented with sinus rhythm. No history of diabetes or heart failure. Calcification extended beneath the aortic annular plane in the interventricular septum during the procedure, the patient had transient wenckebach wave (second degree atrioventricular block) which returned to normal sinus rhythm. The valve was implanted at a depth of non-coronary cusp (ncc): 3mm, left coronary cusp (lcc):5mm. At an unknown time post procedure, complete atrio-ventricular block (cavb) occurred. On (B)(6) 2024, a non-abbott pacemaker was implanted. The patient was reported to be discharged.

Manufacturer narrative:
An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient does not have a past medical history of this type of arrhythmia, there was calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 3mm from the non-coronary cusp. It was noted that during the procedure, the patient had transient wenckebach wave (second degree atrioventricular block) which returned to normal sinus rhythm. At an unknown time post procedure, complete atrio-ventricular block (cavb) occurred. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that patient condition contributed to reported event. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.